Event description:
It was reported that during a lap robotic hysterectomy, the jaw on a disposable broke off and fell into the patient. The jaw was retrieved with no issue. The procedure was completed using a competitor¿s device and there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the upper jaw detached and returned with the device. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.